Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Attempted to inflate balloon with 10 ml of solution and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. Also received 2 photo samples. First photo sample shows top view of catheter and used syringe. Second photo sample shows end of balloon not inflated. Therefore, based on physical sample received product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be tubing design (walls not thick enough). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected

Event description:
It was reported that the foley catheter was spontaneously removed during surgery. The event occurred one hour after the placement. There was no balloon rupture or tear observed on the foley catheter. The water leak location was unknown because the event was catheter fell out and they did not try to reproduce the event. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter.

Event description:
It was reported that the foley catheter was spontaneously removed during surgery. The event occurred one hour after the placement. There was no balloon rupture or tear observed on the foley catheter. The water leak location was unknown because the event was catheter fell out and they did not try to reproduce the event. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.